Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.